Event description:
The device was returned due to the touchscreen being unresponsive. The pump was opened for investigation, and it was discovered that the lvds cable was unplugged. During investigation, the cable was plugged back in, and the upper and lower loading pins were cleaned because of them being sticky and making the lever handle difficult to function. Additionally, it was discovered that the pneumatic plate was broken at the lower left screw mount. Also, screw bosses on the rear housing and front housing were broken as well and the wifi board is also unseated properly. It was also discovered that the frm cable was pinched in a couple of places and appeared as though wires had been severed, so the frm cable was replaced as a result during investigation. Functional testing was completed and the pump functions normally. The rear housing and front housing will be replaced during the repair process and all necessary functional testing will be performed to ensure functionality.

Event description:
The following has been reported: biomed reported: issue for the pump no harm of patient reported, nor an active infusion being stopped: lcd cant touch anything. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen - no input). An active infusion did not stop. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.